Event description:
Customer reported that touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined a callback from technical support, and no additional information was received regarding the outcome of the event.